Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation the skin irritation was described as a red, seeping, blistering patch of skin under the back therapy electrode. The patient's doctor recommended the use of aquaphor for the skin irritation. There is no alleged device malfunction. Follow up was completed and the skin irritation was resolved.